Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. An attempt made to inflate the bronchial cuff failed. Visual examination shows that there is a very large ¿v¿ shaped slit in the main body of the cuff. The slit measures 2.6mm x 2mm in length. Further examination of the slit using the microvu shows that the slit is clean cut. The damage detected is indicative of contact with a sharp utensil of object. The single wall thickness of the bronchial cuff body was measured and found to be within the blueprint specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had air leakage. There was no patient involved.